Event description:
The product return form shows the lead was not working correctly prior to retrieval. At explant, the product was noted to be broken. The unit was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis reveals all four conductors are broken; fractures are located 14.5-cm from the distal tip of the lead, at the distal edge of the anchor site.